Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced a high blood glucose level of 498 mg/dl. The customer¿s mother reported low battery alert and weak battery alarm. The customer¿s mother did troubleshoot the issues. The customer¿s high blood glucose level was due to insulin pump turning off. The customer declined to troubleshoot the high. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Insulin pump received with normal operating currents. No unexpected low battery alarm and weak battery alarm noted.